Event description:
Infusion pump displayed disconnection error, and malfunctioned. Dose or amount: heparin 1,000 units per hour. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2014. Diagnosis or reason for use: history of mitral valve replacement.